Event description:
It was reported to philips that the system's flexvision monitor was unable to work, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.